Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med application did not launch automatically, and the station remained on a blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application did not launch automatically, and the station remained on a blue screen. A technical support specialist (tss) dialed into the station and observed the device was on a blue screen. The tss rebooted the device, but issue persisted and attempted to deploy package 10000403209, but the deployment was unsuccessful. The tss proceeded to reinstall the remote support service (rss) component manager and rss agents, followed by a system reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.